Event description:
It was reported that during a lap. Hysterectomy the handpiece gave an error code 3 during the case and also that there was a visible crack on the handpiece housing. They completed the case with a second handpiece with no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.